Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the reservoir ring was broken. Customer¿s blood glucose level was 250 mg/dl at the time of incident. The insulin pump will be returned be for the analysis.

Manufacturer narrative:
Insulin pump received with the reservoir tube lip completely broken off. The reservoir does not stay locked in place due to broken reservoir tube lip. Unable to perform displacement test due to broken reservoir tube lip.